Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens is still in the patient's eye. If explanted; give date: n/a (not applicable). The intraocular lens is still in the patient's eye. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon found a damaged on the optics of the intraocular lens, model zcb, where it looks like crack, lack mark. This problem was discovered after lens was in patient´s eye. Lens remained in the patient's eye as the damage were on the periphery. Surgeon during the procedure felt that introducer was a bit harder to push the iol during implantation. All information available were submitted.